Manufacturer narrative:
Continued: this ipg serial number was included in field advisories. 1627487-07262012-002-r, 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation approximately 2 years ago. Reportedly, the ipg will no longer communicate with any external devices as well as an error code appeared on the patient programmer. As a result, the ipg has been deemed inoperable. Surgical intervention may be undertaken as the next course of action to address the issue.